Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular oversensing was observed. No action was taken. The patient condition was good before and after the event.